Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the half height drawers 2.1 and 2.2 not detected on bus.The customer attempted to reboot the station, but the issue persisted. The customer stated that there was a delay in patient care. As per part investigation, it was determined that thermally damaged ASSY RETRACTOR DWR HH CUBIE and the F201 fuse was in an open condition, resulting in loss of electrical continuity.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-AUG-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of ES - Aux tower Drawer 2.1 and 2.2 Half height Drawer not detected on Bus was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that Auxiliary Cabinet Enhanced Half-Height (HH) Cubie Drawers 2-1 and 2-2 were displaying off-bus errors. Troubleshooting revealed that the Pyxis Module Controller (PMC) showed no status lights. The FSE inspected and reseated all associated connections; however, the issue persisted. The retractor bands were removed for isolation testing, but no change was observed. The PMC was subsequently replaced, restoring communication with the affected drawers. During the repair, worn retractor bands were also replaced, and the Pyxibus cable to Drawer 7 was replaced due to damage to the cable shielding. Following the repairs, the drawers were tested in Diagnostics and the application, and all functions operated as expected. During DCHU Visual Inspection:P/N 353844-01: The flat flex cable showed internal wiring issues with associated thermal damage, no other issues were observed during visual inspection. P/N 151630-01: The part received showed no signs of physical damage, fluid ingress, missing or broken components. P/N 121085-01: The part was received with black marks on the wire cover. During DCHU Testing:P/N 353844-01: No DCHU testing was required due to the thermal damage observed during visual inspection on both parts received. P/N 151630-01: Failed the DMM testing due to an open fuse F201. P/N 121085-01: No further testing by DCHU was required due to physical damage found during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint of ES - Aux tower Drawer 2.1 and 2.2 Half height Drawer not detected on Bus" was determined to be two thermally damaged ASSY RETRACTOR DWR HH CUBIE assemblies and a faulty PCBA PMC v1.06/v0.09BL HH, P/N 151630-01. Evaluation of the PMC revealed that the F201 fuse was in an open condition, resulting in loss of electrical continuity. These failures prevented proper communication and functionality of the affected drawers, leading to the reported off-bus condition.